Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist. The customer indicated replacing the ise tubing and the ise sample pot resolved the issue. The customer verified the analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) for sodium, potassium and chloride involving their au480 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.